Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: after the device was fired, the staples opened up. The surgeon had to pull out several opened staples and suture by hand a couple of times because, the anastomosis was deficient. There was some damage to pt tissue, but no tissue loss. Blood loss was less than 250 cc. Surgery time was extended by about 30 minutes.